Event description:
After placement of a percutaneously inserted cardiac catheter (PICC,) unable to remove wire. Catheter pleated or puckered up when attempting to remove the wire. The wire was pulled out and the catheter was leaking. Removed and multiple holes were in the catheter.